Manufacturer narrative:
No product problem detected. The implant had to be explanted due to the non-removability of the screw fragments. The abutment screw fractured by mechanical overload. Dentist should have consulted instruction for use to prevent this from happen.

Event description:
Fractured parts of abutment screw could not be removed from dental implant. The implant needed to be explanted.